Manufacturer narrative:
(B)(6). Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Method: the complaint device bc190-05 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the healthcare facility and our knowledge of the product. Results: evaluation of the provided photography for the subject device confirmed that the glider hook was broken. Conclusion: without the complaint device, we are unable to determine the exact cause of the reported fault. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution.

Event description:
A distributor in china on behalf of a healthcare facility reported that the glider of a bc190-05 flexitrunk nasal tubing 50mm was broken. There was no reported patient involvement.